Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9731203, lot #: unknown, UDI #: unknown, und: unknown. A medtronic representative visited the site to evaluate the equipment. The emitter was replaced. No other products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site's emitter was starting to have some visible cracking on it. There was no patient involved.